Event description:
It was reported that the ilet bionic pancreas was accidentally dropped during play, resulting in a cracked screen that allowed unlock but prevented normal on-screen operation, and a replacement was processed with return of the original device expected. Symptoms included no injury and difficulty operating the device interface. Outcomes included interruption of normal device use and reversion to backup therapy. Investigation included review of user report, replacement logistics, and request for return of the damaged device for evaluation. Investigation of this case revealed physical damage to the display consistent with accidental impact, with no reported alerts or alarms and no effect on blood glucose control reported. It was concluded that the event was due to accidental damage to the screen and not a malfunction of the device.